Event description:
This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. The patient experienced peritonitis due to loose motion. The patient was not hospitalized for peritonitis. On an unreported date, the patient's treatment started with injection amikacin (125mg, once daily [od], route not reported), injection reflin (1.5g, od, route not reported), tablet linid (600mg, od, orally) and vancomycin (1g, once in 5 days, intravenous [IV]) for peritonitis. The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.